Event description:
It was reported that the arctic sun device was getting an alarm 41 (low internal flow). The device has no flow and no suction on the manifold block. Since, the device has 3300 hours and they recommending that device have the 2000 hour preventive maintenance service done on it. As per investigator notification received on 12jul2023, it was reported that the installed test mixing pump to cool, unit short filled originally, double bend tube and the chiller evaporator outlet tube found expanded during servicing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting an alarm 41 (low internal flow). The device has no flow and no suction on the manifold block. Since, the device has 3300 hours and they recommending that device have the 2000 hour preventive maintenance service done on it. Per investigator notification received on (B)(6)2023, it was reported that the installed test mixing pump to cool, unit short filled originally, double bend tube and the chiller evaporator outlet tube found expanded during servicing.